Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia empty container was leaking from the port seal. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater leak test was performed on the device and it leaked from the port seal. The reported condition was verified. The cause is attributed to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.